Manufacturer narrative:
Zoll service personnel evaluated the thermogard hq console (sn (B)(6)) at the customer site. The reported complaint that the thermogard console displayed an error message was confirmed during the console's event log data review but was not confirmed during functional testing. As reported, the customer did not recall the error code. The consoles' event log data revealed multiple mid:09 (air trap assembly) error messages around the customer's reported event date. The mid:09 error was not replicated during functional testing. The root cause of the intermittent occurrences of the mid:09 error was most likely due to the air trap sensors being temporarily blocked due to an overflow of saline into the console air trap holder, caused either by a leaking start-up kit (suk) or attributed to user mishandling. During device inspection, there was liquid on top of the coldwell. However, no recently reported event was found for a leaking suk associated with this thermogard hq console. The thermogard hq console passed initial functional testing without any fault or error. The thermogard system successfully passed subsequent tests. Following service, the thermogard hq console passed all tests with no issues, and readings were within the specified limits.

Event description:
The customer reported that the thermogard hq console (sn (B)(6)) displayed an error message during ivtm therapy. The customer did not recall the error code. Another console was used to complete the treatment. No consequences or impacts on the patient.